Event description:
During us core biopsy, the biopsy needle bent and stuck within the coaxial needle. Neither device could be removed from the pt. The device had to be surgically removed as outpatient procedure.